Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5997553, and no non-conformance's related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction with mentor smooth round moderate profile saline prostheses, 225cc on the left and 300cc on the right. Deflation on the left breast prosthesis was diagnosed post procedure through a visual examination. Additionally right sided baker grade ii/iii capsular contracture was noted. As a result, explant and replacement was performed on (B)(6) 2019. The devices were explanted on (B)(6) 2019. The left replacement was a 255cc mentor memorygel breast implant. The right replacement was a 325cc mentor memorygel breast implant. The left sided deflation was reported initially under 1645337-2018-07115 on (B)(6) 2018. On (B)(6) 2020, mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.